Manufacturer narrative:
A bellatek hybrid bar with the prosthesis attached was returned for inspection. A visual inspection revealed a fracture on the distal portion of the bar. The work order was evaluated. The customer requested the distal extensions to be within 18 to 20 mm in length. The DHR and design were reviewed. The distal extension, the span between the distal end of the bar and the post, was designed at 17.9 mm, which was below the limit of 18.0 mm indicated in the revision of tis536 effective at the time. This length takes the customer¿s request into account, while staying within the required specification. The risk analysis (reference risk analysis project 743 ¿ bellatek bar (formerly known as camstructsure bars)) was also evaluated. While fracture was identified as a potential risk as a result of bar dimensions being designed outside of tis536 requirements, it was determined to be a low and acceptable risk. The bar was manufactured and released per procedure with no documented manufacturing deviations. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e. Potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. The complaint was confirmed. The returned bar was fractured. A technical root cause could not be identified. It is unlikely the distal extension contributed to the fracture, as the bar was designed per request and tis536 requirements.

Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
The customer reported that the bar broke in the patients mouth from distal to tooth (B)(6). The customer mentioned that they needed to remake the entire bar and would also need the abutment screws.